Event description:
During review of the in-house programming/diagnostic history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2006 which caused the settings to change to unintended settings. The settings were not corrected prior to the patient leaving the clinic. The device was not interrogated prior to the patient leaving the office on (B)(6) 2006 as recommended by device manufacturer to ensure the device is at the correct settings. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.